Manufacturer narrative:
The country of origin is (B)(6). The calibration and qc tests had acceptable results. There were several sample short and sample pipetter alarms noted on the alarm trace. A general reagent specific issue can be ruled out as the calibration and quality control is acceptable. An affiliate found there was a clogged tube and unclogged it. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results, from 3 different samples from the cobas 8000 c 702 module analyzer. Sample 1 : the initial result was 25 mg/dl and the rerun result was 194 mg/dl. Sample 2 : the initial result was 15 mg/dl and the rerun result was 94 mg/dl. Sample 3 : the initial result was 30 mg/dl and the rerun result was 102 mg/dl. The questionable results were not reported outside the laboratory. The reagent lot number was 430760 with an unknown expiration date.